Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During the unpacking of a 3.00 x 24 synergy ii drug-eluting stent, the technician pulled the stent off the stent delivery system during removal of the stent protector. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the delivery system and was damaged the whole with stent struts stretched, bunched up and distorted. The maximum crimped stent profile measurement was reviewed and is within the specification. The stent protector inner diameter of the returned device was measured and is within the specified inside diameter of the stent protector specification. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. It is most likely that stent detachment occurred during unpacking and handling of the device following removal of the stent protector. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were visible on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4) .

Event description:
It was reported that stent dislodgment occurred. During the unpacking of a 3.00 x 24 synergy ii drug-eluting stent, the technician pulled the stent off the stent delivery system during removal of the stent protector. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.